Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was having problems with their device. They were experiencing urgency all day and not having to go. They also had been experiencing burning around her vaginal area. They were not voiding like they should and it was only small amounts. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.